Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant, the patient presented complaining of ¿jumping in the stomach¿. An interrogation indicated in consistent atrial lead capture at high outputs. A chest x-ray confirmed a dislodgement of the atrial lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.